Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between june 10-11, 2024. H11: three (3) actual devices, a companion sample, a photograph of the sample and a video were provided for evaluation. Visual inspection was performed on all the samples. The reported issue of leakage was not identified during the visual inspection of samples; however, the reported issue of leakage was identified on admin spike port area. Functional testing was performed, and leaks were identified on two of the three returned samples from the administration spike port bonding area. During the functional testing of the companion sample, no leaks were identified. The reported condition was verified; however, the issue was not verified on the companion sample. The cause of the issue was most likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding in the returned samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: as the h4: device manufacture date is unknown, the UDI will consist of the primary di, the batch number, and the expiration date. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) exactamix eva bag 1000ml bags leaked at the membrane port. This occurred before use. There was no patient involvement. No additional information is available.